Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported b30 scope communication error during inspection for use involving an olympus light source. There was no patient harm.